Event description:
Reported 1 false positive flu a result for 1 asymptomatic patient on sofia flu + sars. The customer communicated that the result was confirmed negative through send out molecular (pcr) testing.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.